Manufacturer narrative:
It was noted during the investigation that the patient is very thin and thus leaving minimal amount of tissue to implant the nalu system. There was no indication of any infection or other complication. No indication of any device failure or malfunction. It appears that the system was not implanted deep enough to accommodate the patient's thin stature and thus caused the discomfort and subsequent request for surgical intervention.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat lower back pain. In (B)(6) 2024 the patient was seen by the implanting physician for complaint of discomfort at the incision site. Upon examination the physician determined that the implanted lead was pressing up against the skin and causing the discomfort. On (B)(6) 2024 a surgical revision was performed to place the existing leads and anchors deeper under the tissue. No implanted components were explanted or replaced during the procedure.